Event description:
On 12/12/1997, the MFR's customer service rep was informed by the distributor's sales rep that a customer in his territory experienced a problem with this device. The distributor's sales rep stated that the device would not flush; however, he did not have all the info available at the time of the report and would contact the MFR on 12/15/97, with add'l info regarding this event. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR (MFR.) And has been analyzed as follows: visual and microscopic examination of the device septum revealed normal usage with no internal damage. The device catheter and bayonet lock were not returned with the device. The device body, fitting and flow path appeared anomaly free. This device was patent with no resistance felt when flushed with 5cc of sterile water. A clear particle free fluid was collected. As received, the device functioned as intended. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that "prior to implant, the device would not flush" could not be confirmed. The device as received functioned as intended. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA 4/2/1998.